Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v284003, implanted: (B)(6) 2009. Product type: lead. Product ID: 3387s-40, lot# v257583, implanted: (B)(6) 2009, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient did not lose therapy and was doing great. However, the hcp sent the rep an email with impedance readings from (B)(6) 2016. All electrode combinations were within range except for the following: 8 <(>&<)> 9 at 118, 8 <(>&<)> 10 105, 8 <(>&<)> 11 at 119, 9 <(>&<)> 10 at 105, 9 <(>&<)> 11 at 91, and 10 <(>&<)> 11 at 106 ohms. It was noted that the patient had falls in the past and one was a couple of weeks prior to (B)(6) 2016. The rep mentioned that the left side was fine and x-rays confirmed that the lead was fine. However, x-rays confirmed the right lead was kinked and crimped together. The right side stimulation was decreased to 1.0 volt. The patient was scheduled to see a neurosurgeon on (B)(6) 2016. There were no associated symptoms. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.